Event description:
During product evaluation, the pump's batteries failed the battery discharge test. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 26 2007. Evaluation summary: the condition of the pump's batteries failing the battery discharge test was confirmed. This indicates that the pump's batteries are damaged or depleted, therefore they were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.